Manufacturer narrative:
The field service engineer changed a sample probe.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ureal urea/bun on a cobas 8000 c 702 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample initially resulted in a bun value of 0.85 mmol/l and repeated as 6.65 mmol/l. The second sample initially resulted in a bun value of 2.25 mmol/l on (B)(6) 2021 and repeated as 8.39 mmol/l on the same day. The bun reagent lot number was 555743. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Further investigations determined the issue is consistent with incorrect pre-analytic sample handling.